Event description:
Related manufacturer report number: 2017865-2023-38472. During the post-op hospital stay following the initial implant procedure, the patient developed a hematoma around the device pocket. In addition, an increase in capture threshold was noted on the atrial lead. X-ray imaging was performed, which revealed a cardiac perforation caused by the right ventricular (rv) lead. A revision procedure was performed where the rv and atrial leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. The helix was found to be retracted and clogged with dried blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. A tip stiffness test was performed, and the results were within specification.